Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient had pacemaker syndrome including strong pulse sensations in the neck. The physician elected to explant and replace the device with a dual chamber pacer. There was no consequence to the patient.